Manufacturer narrative:
(B)(4). On (B)(6) 2021 the pump was returned due to patient passing away, but not alleging device. Insulin pump received with a depleted pro cell dura cell alkaline battery installed. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Insulin pump uploaded properly using care link and thus. Insulin pump had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, damaged/scratched serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2021 daily total of all insulin delivered = 0 (B)(6) 2021 daily total of all insulin delivered = 0, (B)(6) 2021 daily total of all insulin delivered = 0 , (B)(6) 2021 daily total of all insulin delivered = 0, (B)(6) 2021 daily total of all insulin delivered = 0 (B)(6) 2021 daily total of all insulin delivered = 0, (B)(6) 2021 daily total of all insulin delivered = 0 there was no data listed after (B)(6) 2021. In summary, pump passed all required testing. Pump was not returned for an allegation.

Event description:
It was reported that the customer had passed away on (B)(6) 2021 at hospital. The customer was hospitalized on an (B)(6) 2020 due to chest pain and heart problem. The cause of death was chest pain and heart problem. The customer blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. It was unknown whether the auto mode was active or not at the time of death. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The MDR was created in error. The event is not reportable.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.